Event description:
It was reported that a pt pulled out a size 8 dct, disposable cuffed tracheostomy tube and the plate separated from the tube. This required immediate insertion of a new device. No pt harm has been reported. As of this date, the device has not been returned to the MFR. Medwatch report #3901640000-1999-00030 was filed by the complainant on 11/19/99.